Event description:
It was reported that cartridge alarm 20 occurred and that customer experienced high blood glucose of 473 mg/dl. No additional information was received regarding further impact to the customer¿s blood glucose level. Customer delivered correction bolus using pump and did not require assistance from a third party, and technical support confirmed consecutive cartridge alarms, arranged replacement pump.